Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fungal infection manifested by cloudy effluent. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with two courses of intraperitoneal cefazolin and cefepime. The patient was additionally treated with fluconazole 200mg for 2-week course. Pd therapy was on hold and the patient was transferred to hemodialysis. No additional information is available.